Manufacturer narrative:
One (1) photograph was provided by the customer, cannot determine failure source from the photograph provided. Received one (1) used. List #b33983, 6.5" (17 cm) appx 0.59 ml, smallbore bifuse ext set, w/clave¿, check valve, 2 clamps (red, white), luer lock. One (1) used. List #unknown, blue microclave. As received no physical damage or other anomalies were observed. The returned sample was tested as per specification and a leak was observed to be coming from the shunt and tapered connection of the bifurcated connector bond. The bond where the leak was observed was separated and insufficient solvent coverage was found. The complaint of leakage can be confirmed. The probable cause is due to insufficient solvent coverage during assembly in manufacturing. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a 6.5" (17 cm) appx 0.59 ml, smallbore bifuse ext set, w/clave¿, check valve, 2 clamps (red, white), luer lock where it was reproted that the bipiece is leaking when flushed. Red lumen only. There was unknown patient involvement and unknown adverse event.